Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection which began at the lead site and migrated to the ipg pocket site. The patient stated that the infection was affecting the bone. The patient was given antibiotics and was doing well upon follow up with the physician.